Manufacturer narrative:
Alleged failure: the issue was noticed during the surgical procedure when the item was in use- the white sheath at the end cracked. The patient had been given an axillary block and sedation for the procedure (wrist arthroscopy). The consultant said that he did need to use the device for longer than he usually would as this particular case had extensive tissue that need debridement. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force used when inserting removing the probe, probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects, 2) probe used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device breaking during the procedure. The device was only cracked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device breaking during the procedure. The device was only cracked.